Event description:
Litigation papers allege the device failed to achieve proper bone ingrowth into the cup and thus failed to achieve proper fixation. It is further alleged that the device generated excessive metal debris and/or caused bone fractures. Update: (B)(6) 2012 ¿ plaintiff fact sheet was received. The doi/dor was updated. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - patient fact sheet form was received. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to pain and metallosis type debris. The hip in the wpc is being updated as the cup, and the femoral head is being added.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.